Manufacturer narrative:
Additional lot # m017172. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 345-401 mg/dl with a moderate-high ketone level. Insulin injections were used to address the bg level. After the most recent occlusion alarms, tandem technical support had the customer perform a system check and for 2 of the alarms, the cartridges were found to be a possible cause of the occlusions. The customer loaded a new cartridge and resumed insulin delivery.